Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number pbr514 -c003z, and no non-conformances were identified. Additional h3 investigation summary: a picture of the sample was received for analysis. Upon visual inspection of the picture, a foreign matter than appears to be a fiber could be observed inside of the package. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Additional h3 investigation summary: an unopened sample of product code c003d, lot # pbr514 was returned for evaluation. During the visual inspection of an unopened sample, a foreign matter (fibers) that appear to be suture were observed into the overwrap packet. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to sample condition the assignable cause is a foreign matter into the packet.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Before the surgery, it was found that there had been a foreign substance like a hair inside the package before opening the package. The product was not used for the patient. There were no adverse consequences to the patient. No additional information was provided.